Event description:
It was reported that the patient with this artificial urinary sphincter exhibited recurrent incontinence. Examination determined that the device was no longer cycling properly and exhibited fluid loss. The device was explanted and replaced. No further patient complications were reported.